Manufacturer narrative:
Continuation of d10: w1tr01 bi-ventricular pacemaker implanted: 10sep2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the health care professional (hcp) questioned why the cardiac resynchronization therapy pacemaker (crt-p) device's effectivcrt pacing feature was not functioning. A review of the device data by qualified personnel suspected loss of capture on the left ventricular (lv) lead, which was likely preventing the device check from passing, and the pacing feature from running. Additionally, there was high impedance observed on the right atrial (ra) lead. The device and leads remain in use. No patient complications have been reported as a result of this event.